Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Pacing percent data shows "???" And there's an observation that rate histograms have invalid data. Lifetime data translates so suspect invalid data due to bit flip in the pacing/rate histogram session data and full data will be available after 1-2 sessions.

Event description:
It was reported that implantable pulse generator (ipg) displayed invalid data that was determined to be caused by a bit flip. The invalid data was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.